Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a defective failure; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows a company injector handpiece; the etched product information is not visible. The reported issue could not be determined from the photo review. Inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, as per the surgeons, two devices was noted as defective failure. The procedure was completed with no patient impact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).